Event description:
This office has received 6 reports of device failure of the zoll m series cardiac monitor. Below are four of the issues reported. Rptr feels that they can not wait any longer for the other 2 reports due to the nature of the issues as described below. 1. ECG print out describes the pt in atrial flutter with variable av block rt bundle branch, when in fact the rhythm displayed is fibrillation. 2. The electrodes/cable will not pick up the EKG tracing, especially during cold weather. There have been a handful of problems. The first two occurred during an interfacility transfer. The pt was diagnosed with a rapid afib and when monitor was placed on the pt the EKG showed asystole only. This is an occurring theme. The second interfacility transfer was a pt going for a cardiac cath. The electrodes were placed on the pt and again asystole showed on the monitor. It took 4 minutes with no change in electrodes (they remained exactly in place) when the monitor finally showed an EKG tracing. Rptr has had replacement cables/electrodes and monitor with the same problems recurring. Asystole was shown again on a cardiac arrest pt via the pads and the pt was in a vfib arrest. Rptr has spoken with the zoll reps and they were actually told that these machines are very sensitive and rptr will never get the same tracing they were getting with the lp 10s. At this particular time rptr finds the need to interpret the rhythm much more important than st elevations and is very nervous having the zoll monitor attached to any pt. 3. Subject: zoll problems a. Reports of significant artifact which have diminished but not eliminated by switching to the blue sensor electrodes. Rptr has been and continues to use both vermed electrodes as well as zoll electrodes. The artifact has been present in both standard monitoring as well as 12 lead acquisition. B. Reports of delay in spo2 sensor accuracy. From time of application until approx 2 minutes afterward there have been falsely low readings. C. Reports of lead failure during 12 lead acquisition. Rptr has personally experienced this. It is best described as v1, v2, v3 completely not picking up a reading then on the next attempt working fine or working while other leads do not work. This does seem to be related to the chest leads more so than the limb leads. 3. Two weeks ago rptr sent the zoll back to the MFR because they had issues with quality of strips. When rptr prints, the monitor consistently shows a heavy dark line and then becomes finer with 12 leads and 3 leads. Thus it is very difficult to interpret. Rptr has changed cables and brands of electrodes several times and the print does not improve. Rptr has also noticed on occasion the rhythm that is displayed on the screen is not actually the rhythm the pt is in. One time it looked like a treatable svt, but when rptr printed the strip leads ii & iii looked like svt but lead I was st at 110. Fortunately the medic printed a strip before treating.